Event description:
It was reported the health care professional had seen discolored fluid appearance in some cases, ¿when fishing around to get to the port like when hitting a vein or something going in, I have seen a little discoloration. But today I had no color.¿ the type of medication being delivered was not reported by the reporter.

Manufacturer narrative:
(B)(4).